Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.